Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer¿s blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.